Manufacturer narrative:
This complaint was initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns for the complaint summarized in this report. The test strip samples received for this complaints failed testing with the reported issue being confirmed. The investigation revealed two strips stuck together due to a incomplete cut during the slit and vial process. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot ultra test strips experienced a packaging issue. The patient involved with this complaint was female and there is no age or weight data available.